Event description:
Pt was receiving dialysis treatment and the dialysis machine went into "shut down" mode. The hand crank was used to continue operation of the machine. As a result of the incident, the pt had a very minor loss of blood (30-50 cc's) and the dialysis treatment was restarted on another machine. The blood loss volume is considered a normal amount when a pt is taken off the machine. Following an investigation, it was determined that the power supply board needed to be replaced.